Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the internal leakage test failed during pre-use check and nozzle unit on o2 gas module was broken. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. Our conclusion is that the failure was caused by the replaced part, which resulted from not complying with the instructions in the service manual.